Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information was previously component reported under report #3007566237-2016-01045 and #3007566237-2017-04703. Any additional information received will be system reported under this report. Concomitant medical products: product ID: 64002, lot# 0209012323, product type: adapter. Product ID: 3389-28, lot# b0710587k, implanted: (B)(6) 2007, product type: lead. Product ID: 3389-28, lot# b0727282k, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2015 a device interrogation was done and results indicated abnormal, left lead high impedance. The cause of the high impedance was slot 2 dysfunction on the left lead. There was worsening akinesia which caused walking difficulties and falls. Examination was done on (B)(6) 2015. No trauma was experienced by the patient before the problem with electrode 2. The patient was reprogrammed on (B)(6) 2015, (B)(6) 2015. Medications were administered, modopar dosage was increased. No surgical intervention had occurred and none was planned. Patient is being stimulated on electrode 1 and 3. The patient¿s state was better but some problems persisted. A test had been done and even if the effectiveness is under 30% no surgical intervention would be programmed, patient was very tired. The issue was not resolved, no further actions were planned. The patient was alive with injury. The event was related to lead 1. Lead 1 was implanted at previous procedure prior to study access and lot/serial numbers were not provided. Patient¿s medical history included parkinson¿s disease and the patient was currently taking movement disorder and/or psychiatric medications. Additional information was received from a health care provider (hcp) of a clinical study. High impedances on left lead electrode 2 were observed during ins replacement for normal battery depletion, which left that electrode unusable. No actions were taken, and the event resulted in in-patient hospitalization. The etiology was described as related to device/therapy and not related to implant procedure. The outcome was ongoing at the time of this report. It was noted lead replacement was not programmed because of patient frailty. No patient symptoms were reported.